Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a health care professional. Review found left total knee arthroplasty with long stem femoral component and periprosthetic fracture involving the mid femoral diaphysis. Overall fit and alignment of the implant is appropriate. Osteopenia is present. Medical records were provided and reviewed by a health care professional. Review found fracture through cement distal to cement plug and proximal to stem of femoral component of oss hinge prosthesis. Femoral components were removed with no complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised approximately 1.5 years later due to a periprosthetic fracture. Femoral components exchanged without complications, tibia component remained implanted. Attempts have been made and no further information has been provided.